Manufacturer narrative:
The device was manufactured at the address provided in d1 (manufacturing site). The establishment registration number for this facility is (B)(4). The explanted hydrus microstent was not available for evaluation (no reason provided). The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. The need for microstent explantation is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
The following background and additional information was provided to ivantis on (B)(6) 2020. Preoperatively, the patient's intraocular pressure (iop) was 16 mmhg on one iop-lowering medication and her best corrected visual acuity (bcva) was 20/25. During the initial surgery on (B)(6) 2020, the surgeon was unable to obtain perfect visualization of the angle, but was able to identify the trabecular meshwork and implant the hydrus microstent in the patient's left eye. At the one-day postoperative visit the patient reported mild discomfort in the nasal conjunctiva/sclera area. At this visit iop was 18 mmhg with 20/30 pinhole visual acuity. The patient was prescribed an antibiotic ointment and the steroid was changed. Gonioscopy was performed at the one-week visit, which revealed the microstent was positioned superficially with the inlet contacting the iris. At the 3-week visit the patient reported being able to feel the implant (although the symptom severity had decreased). The microstent was explanted without incident on (B)(6) 2020. The following day, iop was 25 mmhg and the same iop lowering medication was reinstated, along with routine anti-inflammatory postoperative medications; bcva was 20/50 at this visit. The surgeon attributed the event to device malposition due to inexperience. Additional training was subsequently provided by ivantis. At the 3-week visit post explant, the patient reported good comfort and bcva of 20/40 and an iop of 14 mmhg on the same iop-lowering medication.

Manufacturer narrative:
Device identifiers have been requested. At this time, the device remains implanted in the patient and is not available for evaluation. Eye pain, microstent malposition, microstent-iris touch, and anterior segment inflammation / re-medication with steroids are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon contacted ivantis regarding a malpositioned hydrus microstent in one of his patients. Postoperatively, the patient has experienced "pain in the medial wall of the sclera". The surgeon reported the proximal portion of the microstent "is showing out of trabecular meshwork with inlet touching iris". Topical steroids were prescribed and the patient will be examined in two weeks. Additional information has been requested.